Manufacturer narrative:
(B)(4). Evaluation of the returned starclose se device found the safety release button had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates the button had been pushed down displacing it into the handle after clip deployment. The locator wings were found bent, which is consistent with a difficult device removal. The most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract. This may create distal forces and subsequently contribute to difficult device removal, as reported. During testing the access ports were activated and the thumb advancer was released. The clip was returned outside of the device with tissue between the tines; this finding indicates that either partial or no arterial capture may have occurred. Based on the investigation findings, the probable root cause for the difficult removal and subsequent surgical intervention is related to operational context during use and operator technique. No manufacturing or quality deficiency was detected. A review of the finished device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report received that states: (B)(6) male had right upper extremity angiography via right femoral artery. During closure of femoral artery using 6fr. Starclose se vascular closure system, the device became stuck in tissue just above arterial wall and would not release artery. Femoral cut down was required to free the device'. Follow up with the facility contact indicated the device was used in the right common femoral artery after a diagnostic procedure. After firing the clip the device became stuck. The safety features were used unsuccessfully and a cut down was performed to free the device from the patients groin and the artery was sutured. Though requested, no additional information was provided.